Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultra2 meter was reading inaccurately high. The patient reported a "390 mg/dl" blood glucose result that she felt was inaccurately high compared to her feelings/normal readings. As a result of the meter readings, the patient took her usual dose of novolog, possibly 7 or 8 units. The patient claimed she became dizzy, lightheaded. And shaky 45 minutes-1 hour after obtaining the alleged inaccurately high meter reading. No forms of medical intervention were reported. This complaint is being reported, because the patient reportedly developed symptoms suggestive of hypoglycemia after obtaining an alleged inaccurately high meter reading. Replacement products were sent to the patient.